Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) examined the system remotely and confirmed the flexvision pc was not working and suggested for onsite work. The philips field service engineer (fse) visited onsite and upon functional analysis, the fse confirmed that the flexvision pc had no video output and confirmed that the flexvision pc was defective. The defective flexvision pc was returned for analysis, and it was determined that failure was due to missing hdd. To resolve the issue, the fse, replaced the flexvision pc, and installed the software. After replacement of flexvision pc and software installation, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the flexvision pc was non functional. The device was not in clinical use. No harm was reported to philips. Philips has started an investigation of this complaint.